Event description:
New information received indicated that high pacing impedance was noted on the rv lead. No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.

Event description:
New information received notes that the physician explanted and replaced the rv lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead (only distal portion) was returned in one piece. The lead impedance test could not be performed due to procedural damage to the lead, as received. Visual inspection found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records.